Event description:
The pt was supported with a biventricular assist device (bivad). The vad coordinator reported that approximately 8 days post-implant, the pt stated she did not feel too well while resting in bed. The ddc console was found to be completely dark and the pump stopped functioning. The pt subsequently went into cardiac arrest. The pt was intubated, switched to a new ddc console, medications/bolus volume administered, and was transferred to CT-ICU. It was reported that the pt recovered from the incident, extubated, and is doing well with no physical or residual effects. It was also noted that the ddc low battery indicator light would begin to flash when unplugging the ddc.

Manufacturer narrative:
Usage of the device: the usage of the device (ddc serial #(B)(4); MFR date 01/23/1998) is not known to the manufacturer as the dual drive console is not labeled for single use. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.